Event description:
It was reported that during an esophageal dilation procedure, deflation difficulties occurred. The target stricture was in an unspecified esophageal location. A cre 18-20mm 8cm f/g had been selected to treat the target stricture. While advancing the device through the scope, the physician encountered difficulty, but was eventually able to advance the device to the target lesion. The device was used to treat the target stricture. The handle of the alliance ii inflation device was put in the reverse setting, and pumped until the syringe reached its end point. The physician encountered withdrawal difficulties due to "insufficient" deflation of the balloon. The procedure was considered to be complete using this device. There were no patient complication reported with the patient's current condition listed as "fine".

Manufacturer narrative:
Device analysis: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, the similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.